Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate therapy and electric shocks outside of an isolated episode due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No additional adverse patient effects.